Event description:
Patient's generator was found to have migrated from the original implant spot. It was noted that a non-absorbable suture was used during the initial implant, but the patient has very poor fascial tissue. The patient underwent a repositioning surgery and the lead was found to be twisted but impedance was within normal limits before and after the surgery. The patient's generator is now placed under the pectoral muscle and was tethered down. No other relevant information has been received to date.